Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date not provided/ unknown, device brand name not provided/ unknown, device catalog and lot numbers not provided/ unknown.

Event description:
It was reported that the implant fractured and had to be removed from site 14.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of damage at the outer threads, and fracturing of the collar. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.